Manufacturer narrative:
Additional information, b5: upon follow up, it was reported that seven days after hospital admission, the patient was discharged and was recovered from peritonitis. On an unreported date, antibiotic therapy with imipenem injection and amikacin injection were discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as change in caregiver. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the patient was hospitalized the day after event onset. For peritonitis. The same day, the patient was treated with vancomycin injection (1g, stat intraperitoneal, discontinued on same day) and amikacin injection (100mg, stat intraperitoneal, discontinued on same day) for peritonitis. The following day, the patient was treated with imipenem injection (500mg, once daily, intraperitoneal, ongoing) and amikacin injection (50mg, once daily, intraperitoneal, ongoing). At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. Pd therapy was ongoing. It was reported the caregiver was retrained on the proper aseptic technique. No additional information is available.